Event description:
It was reported the patient's device system was explanted. The patient had issues recharging his device soon after it was implanted. It was noted overdischarge was suspected as well as premature battery depletion. Coupling and telemetry/interrogation issues were also reported. No patient symptoms or injuries were reported related to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information indicated that the patient wasn't getting effective stimulation, so it was decided to take the whole system out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial #) found that the charge capacity was reduced due to over discharge. According to the trace report, five of the last six recharge sessions lasted no longer than eight minutes and ten seconds. Good coupling (6-8 bars) were observed during these sessions. Analysis of leads found that they had both been cut through the body or segmented.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead.